Event description:
It was reported that during a lap cholecystectomy the clip was not holding on the vessel and the second device was ejecting clips. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time. (B)(4).